Manufacturer narrative:
B5: per updated information received from the surgeon, the patient had an uneventful visian icl surgery about ten years ago, which included a peripheral iridotomy (pi) that was required at that time. The surgeon noted, " he came to me complaining of glare, which we attributed to a well documented inferior subluxation of the icl. It also had a very flat vault." The surgeon reported that a lens exchange was performed, during which the largest evo icl (13.7mm) was implanted. Per surgeon the events noted after the implantation of the exchange/replacement lens are not attributed to the subsequent implanted lens (replacement lens). The surgeon states that it was a perceived underfunctioning of the original style visian icl before evo was available and there are no concerns concerning the current model of icl that is implanted. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. 6a: approximately 10 year ago. H6- health effect- clinical code: 4581 (dilated pupil) code not applicable for initial implant. Claim # (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581: dilated pupil. Claim#: (B)(4).

Event description:
The reporter state that he had a 13.7mm implantable collamer lens implanted into his right eye (od) on (B)(6) 2024. He reports that the pupil dilates in dim lighting, which results in some light sneaking around the edges of the lens, causing significant glare and visual artifacts. If additional information is received a supplemental medwatch report will be submitted.